Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the onsite visit the fse (field service engineer) replaced parts and verified operation per service installation record. The root cause could be determined conclusively. (B)(4).

Event description:
A surgeon reported trouble tracking and maintaining tracking on patients with light blue eyes during laser ablation.